Event description:
A surgeon reported an unexpected refractive error with poor reading vision following an intraocular lens (iol) implant procedure. The lens was exchanged for an unk lens model. Outcome of the event is not known, the pt's eye care is being managed by another ophthalmologist. Additional info is not expected.

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. File info provided indicated the use of an approved cartridge and handpiece combination with viscoelastic. The product history records could not be reviewed for the associated handpiece or cartridge because the reporting facility did not provide a lot number or any identification traceable to the mfg documentation. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. No additional info is expected. (B)(4).